Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system power was not getting turn on. Fse inspected the system and determined that defect in pdu fan tray and dcps, fse replaced both the parts. After replacement of the pdu fan tray and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system did not turn on. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the equipment power supply. The fse replaced the pdu fantray and dcps and returned the system to use in good working order.